Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the esc button was unresponsive during prime. Customer's blood glucose was unknown. During troubleshooting, found low reservoir alarm in history but no button error alarm. Customer mentioned the device was frozen for seven minutes and the device did not time out. Customer was advised the device need to be replaced. Customer declined replacement. Customer will not be returning the device for analysis.